Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically referred to as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, which resolved the error, and advised waiting 20 minutes before beginning a new sensor session; the caller understood these instructions.